Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-58691.

Event description:
Customer reported the insulin pump went into threshold suspend. Customer stated her blood glucose was 231 mg/dl and the device had suspended prior to her waking up. Customer stated her reading have been off blood glucose was 256 mg/dl and sensor was 88 mg/dl. No further information reported.